Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and successfully released in the laa. After the closure device was implanted the patients' blood pressure dropped. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis draining 1400cc of blood from the patient, which helped to stabilize the patient. Additionally, the patient received blood transfusions. However, the patient continued to bleed so they were brought to undergo open heart surgery where the effusion was treated. The patient is in intensive care recovering from this event. There were no other complications that were reported to have occurred.